Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the middle and tip of the blade. One of the blade edges was indented. As a result of the blade damage, the instrument failed the intuitive motion test. The blades could not fully closing. The cutting edge did not have corrosion that would have contributed to the blade damage. The complaint regarding not possible to close jaws was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument would not close the jaws. The procedure was completed with no reported patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.